Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pain at the implant site, and felt that the device had been placed too far to the left. The patient visited their physician and was informed that due to the patient's stature, pain was to be expected. The device was subsequently explanted and a new device was placed in a different location. No patient complications have been reported as a result of this event.